Manufacturer narrative:
This report is filed november 13, 2013.

Event description:
Per the clinic, the patient experienced a lack of osseointegration (date not reported), resulting in fixture loss. The patient will not be reimplanted with a new device. The device is unavailable for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.